Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient had an underlying intrinsic rhythm of atrial fibrillation. The device oversensed the larger t-wave during the atrial fibrillation. Technical services discussed the electrograms with the caller. The clinic is considering leaving the device programming as-is and treating the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found a wandering baseline. There was a stored untreated episode due to the same noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The local representative was unable to reproduce the noise during testing. Technical services advised some options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient had an underlying intrinsic rhythm of atrial fibrillation. The device oversensed the larger t-wave during the atrial fibrillation. Technical services discussed the electrograms with the caller. The clinic is considering leaving the device programming as-is and treating the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.